Manufacturer narrative:
Investigation results: the device is available for investigation in a decontaminated condition. Eight ligature clips remained in the cartridge. The sliding sheet is damaged at the distal end, most likely by the jaw parts of the applicator. Investigation was carried out visually and microscopically. The device quality and manufacturing history records have been checked for the available lot number and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. The root cause of the failure is most probably related to insufficient usage. The cartridge was most likely used with an applier with a pneumatic handle. A damage of the slider sheet is possible, if an application is applied too quickly after the other so that the jaw parts squeeze the distal end of the sliding sheet together. Due to the deformed distal end, the sliding sheet is no longer moveable and jammed in the current position. This could be a course for the mentioned perforation of the vessels and the other structures, since the sliding sheet stays within the working area of the jaw. A CAPA is not necessary.

Event description:
It was reported that there was an issue with challenger ti-p ligatur clips. According to the complaint description clips overturn during surgery. The challenger clips overturn and perforate vessels and other structures. Additional single use clips were placed. An additional medical intervention was necessary. Additional information was not provided nor available. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
D11: additional involved components were received for investigation. Pl520r - challenger ti-p handle - 4pcs, pl536r - shaft compl.d:10mm l:370mm - 2pcs, pl538r - shaft compl.d:10mm l:260mm - 2pcs. Investigation results: cartridge: the sliding sheet is damaged, pushed together most likely by the jaw parts of the applicator. The appliers have been checked and passed all functional tests. Handles: passed all functional tests. Shafts: passed all functional tests. According to the instruction for use (IFU) the maintenance date should be observed in order to ensure a proper function of the appliers. The device quality and manufacturing history records have been checked for the available lot number and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. The root cause of the failure is most probably due to insufficient usage. A damage of the slider sheet is possible, if an application is applied too quickly after the other so that the jaw parts squeeze the distal end of the sliding sheet together. Due to the deformed distal end, the sliding sheet is no longer moveable and jammed in the current position. This could be a course for the mentioned perforation of the vessels and the other structures.